Manufacturer narrative:
Section e1: reporter phone number as reported (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine outpatient visit; the clinical engineer reviewed the patient's history on the system monitor and found that a low-speed operation had been recorded on (B)(6) 2025. According to the facility's engineer, a low-speed operation occurred about a year ago [MFR# 2916596-2024-05866]. During this period, an ungrounded cable was not used. The patient was asymptomatic. Log files were submitted for review. It appeared that the log file captured a speed drop lower than the low-speed limit to 2520 rpm on day 3153 hours 6 minutes 4. The patient was using a standard power module cable during the event. It was reported that the cause of the speed drop/low speed operation was unknown. They planned to monitor the situation and the patient was under observation to monitor for recurrence. There were no particular concerns for thrombus.

Manufacturer narrative:
Report type: corrected to serious injury. Section b1: corrected to include adverse event. Section b2: corrected to include other serious (important medical events). Section b5: corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code and health effect: impact code corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced hematuria.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient underwent an emergency log file analysis on (B)(6) 2025 due to the suspected driveline fatigue. The analysis results indicated that something had passed through the pump. On (B)(6) 2025 at 1:30 am, another alarm was triggered and a low speed operation and the pump stop was recorded. Both alarms were confirmed when the patient visited the hospital. The patient was asymptomatic. Following review, it appeared that the system controller log file captured a lone pump stop event while using wall power. Associated with the pump stop were elevated pump powers in the 10-11w range.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a routine outpatient visit, the clinical engineer reviewed the patient's history on the system monitor and found that a low-speed operation had been recorded on (B)(6) 2025. According to the facility's engineer, a low-speed operation occurred about a year ago (MFR. Report # 2916596-2024-05866). During this period, an ungrounded cable was not used. The patient was asymptomatic. Log files were submitted for review. It appeared that the log file captured a speed drop lower than the low-speed limit to 2520 rpm on day 3153 hours 6 minutes 4. The patient was using a standard power module cable during the event. It was reported that the cause of the speed drop/low speed operation was unknown. They planned to monitor the situation and the patient was under observation to monitor for recurrence. There were no particular concerns for thrombus. It was also noted that on (B)(6) 2025 that there was another temporary drop in speed while being driven by the power module, resulting in a temporary pump stop. It was suspected this was due to a driveline break. It was reported that the patient experienced hematuria. The patient underwent an emergency log file analysis on (B)(6) 2025 due to the suspected driveline fatigue. The analysis results indicated that something had passed through the pump. On (B)(6) 2025 at 1:30 am, another alarm was triggered and a low-speed operation and the pump stop was recorded. Both alarms were confirmed when the patient visited the hospital. The patient was asymptomatic. The patient was admitted at this time. Following review, it appeared that the system controller log file captured a lone pump stop event while using wall power. Associated with the pump stop were elevated pump powers in the 10-11w range. It was later reported that the patient underwent a pump replacement to a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2025 due to the suspected damage to the driveline. The patient did not suffer hemodynamic compromise as a result of the event. It was noted that as of (B)(6) 2025 the patient remained admitted.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system, serial number (B)(6), confirmed driveline wire damage which would have contributed to the reported low speed and pump stop events observed within the submitted log files. A direct correlation between the device and the reported hematuria could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline severed adjacent to the pump nipple housing. The remaining distal portion was also returned and measured approximately 36.5". The apical sewing ring was returned over the inlet extension. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump's inlet port. The outflow graft and outflow graft bend relief were returned attached to the outlet elbow. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The driveline was tested for electrical continuity in the condition that it was received and failed due to the presence of an electrical connection between the metal braided shield and the brown, red, orange, and green wires. Upon careful removal of the layers, microscopic examination of the underlying wires revealed breaches in the brown and red wires approximately 7.5" from the pump nipple housing. Additional breaches in the brown, black, orange, and green wires were observed approximately 6.5" from the pump nipple housing. The remaining segments of all wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted, contributing to the low speed and pump stop events observed within the submitted log files while the patient was operating on the power module. Additionally, if any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have occurred, resulting in low speed and/or pump stop events on any power source. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) (documents #(B)(4)), and driveline, serial number (B)(6) (document #(B)(4)), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), document #(B)(4), rev. B, and heartmate ii patient handbook, document #(B)(4), rev. D, are currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii lvas, including bleeding. The IFU also addresses pump parameters including pump speed and flow. The IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The IFU outlines indications of driveline damage, as well as how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU also outlines system controller alarms, including low speed alarms, and the appropriate actions associated with them. The IFU also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The patient handbook contains information related to caring for the driveline. The section outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump replacement to a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2025 due to the suspected damage to the driveline. The patient did not suffer hemodynamic compromise as a result of the event.